Event description:
It was reported that, the ventilator¿s graphic user interface (gui) became inoperable. There was no patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator, and verified the reported malfunction. The cse replaced the graphic user interface (gui) printed circuit board assembly (pcba), and downloaded the software's latest revision, which resolved the issue. The unit passed all tests and calibrations, and it was operating within the manufacturing specifications.